Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was used during a sling placement procedure on (B)(6), 2008. There were no patient complications during this procedure. The patient reported that in (B)(6) 2010 she began experiencing abdominal and pelvic pain, recurring urinary tract infections and (B)(6) infections. The patient also experiences a light fever and a burning sensation when urinating. Follow up visits with the patient's physician concluded that the device was in place and intact but that the patient had (B)(6). In (B)(6) 2011, the patient began to experience incontinence. She was prescribed antibiotics in (B)(6) (exact date and dosage unknown) for five days. No other medications were prescribed other than antibiotics. The implanting physician had not provided any treatment for the patient's symptoms, however, the patient had scheduled an appointment with him on (B)(6), 2011. It was reported that the patient is still in pain.